Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected bolus stopped, no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had bolus. Bolus stopped alarm. The customer was able to clear the alarm. The insulin pump had error more than five times per week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.